Event description:
During follow-up, the right ventricular (rv) lead was dislodged near the header of the device due to twiddler's syndrome. The rv lead was explanted and replaced with no adverse consequences to the patient. The patient was stable.

Event description:
During follow-up, the right ventricular (rv) lead was dislodged near the header of the device due to twiddler's syndrome. The rv lead was explanted and replaced with no adverse consequences to the patient. The patient was stable.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found the partially extended helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.